Event description:
At wound check and initial activation of an evoke spinal cord stimulation (scs) system, redness and swelling at the evoke closed loop stimulator (cls) implant site were noted. Antibiotics were administered to resolve the reported event.